Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the radiopaque marker band allegedly detached from the sheath. It was further reported that the radiopaque marker band and filter were retrieved successfully. Reportedly, another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during a vena cava filter deployment procedure, the radiopaque marker band allegedly detached from the sheath. It was further reported that the radiopaque marker band and filter were retrieved successfully. Reportedly, another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged marker band detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: never advance the guidewire or introducer sheath/dilator or deploy the filter without fluoroscopic guidance. Precautions: if resistance is encountered during the insertion procedure, withdraw the guidewire and check vein patency fluoroscopically with a small injection of contrast medium. If a large thrombus is demonstrated, remove the venipuncture needle and try the vein on the opposite side. A small thrombus may be bypassed by the guidewire and introducer. Potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: detachment of components directions for use - implantation: nick the skin with a #11 blade and perform venipuncture with an 18 gauge entry needle. Insert the 0.035¿ straight guidewire and gently advance it into the distal vena cava or iliac vein. Precaution: if resistance is encountered during the insertion procedure, withdraw the guidewire and check vein patency fluoroscopically with a small injection of contrast medium. If a large thrombus is demonstrated, remove the venipuncture needle and try the vein on the opposite side. A small thrombus may be bypassed by the guidewire and introducer. Remove the 18 gauge entry needle over the straight guidewire. Flush the dilator and the introducer with saline. Insert the dilator through the introducer sheath ensuring that the hubs connect properly. Advance the 8.4 french introducer sheath together with its tapered dilator over the 0.035" guidewire and into the distal vena cava or the iliac vein.